Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 the xenon lightsource (00mlx) was returned for evaluation: failure analysis - evaluation identified a failed power supply due to wear as well as a failing lamp module. The issue of burning smell was not duplicated. . No manufacturing, workmanship, or material deficiency has been identified. Root cause - the reported complaint is confirmed. The issue of burning smell was not observed, but may have been the result of debris/dust within the unit. Reference the IFU which states, "use a vacuum cleaner and soft brush to to remove visible dust accumulation from fan vent holes whenever necessary and always when replacing the lamp". No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the xenon lightsource (00mlx) gave out a burning smell and would no longer turn on the light. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.